Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro c-ring and scope wash tubing broke into two pieces in the pt's leg and had to be retrieved. No additional incision was required. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.